Event description:
Additional information received: it was learned that the patient underwent a redo avr with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned through patient support center that patient called stating that he became short of breath twice in the summer of 2023, and "echo (B)(6) 2023 & cardiac cath (B)(6) 2023 confirmed valve failure, severe stenosis < 1 cm & valve leak." It was learned through ipr and investigation that this 23mm 3300tfx was explanted after eight (8) years, four (4) months due to endocarditis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, and h6 (component code, impact code, clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, exhibited severe stenosis and leak via echo after an implant duration of 8 years, 4 months. The patient presented with shortness of breath. A tavr is planned.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.